Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection, correction bolus via the pump, and changing the infusion set. Reportedly, the customer sometimes overfills the cartridge. Tandem clinical support informed customer that overfilling the cartridge is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.